Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation with a rapid ventricular response at 181bpm contributed to the false detection. The pt was at home the time of the event. The response buttons were not pressed during the entire event. The pt went to the hospital and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the pt experienced a serious injury. The pt continued to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data file. Review of data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4) - reuse. Electrode belt (B)(4): 07/2014 - reuse. Add'l inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).